Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On 2023-11-10, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.